Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(4), and the reported event could not be conclusively established through this evaluation. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) lists bleeding as an adverse event that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient expired due to hemorrhagic shock followed by vasoplegic distributive shock. It was reported the death was caused by a systemic inflammatory response unrelated to the pump. Privacy laws prohibit the customer from providing information regarding the case. It was reported the device operated as intended. No autopsy will be performed. The device was not explanted. The device will not be returned for evaluation.